Event description:
Patient had received a home infusion pump with 5fu infusing. Two days later the patient arrived as per appointment for discontinuation of medication and pump. Infusion was set to run for 46 hours. On arrival, patient stated that the infusion pump had alarmed approximately 30 minutes prior to arrival. The patient stated that after the pump alarmed she took out the batteries. Patient stated that the pump screen read "bag empty" before she removed the batteries. She stated that she noticed that the bag was not empty. Upon assessment of the pump, the screen was blank and pump was off. The batteries were not inside the pump. The patient gave me the batteries. I reinserted the batteries and turned the pump on. I checked the pump history. Screen indicated volume infused: 133ml. Settings were: volume - 138 ml, rate: 3ml/hr, as per md order. Air alarm on. Contents of IV bag were drawn up, and 55 cc of chemo agent remained in the bag, representing 16 hours of medications that had not infused. Various factors were reviewed and none could explain the remaining volume. Pharmacy loads the bag and has a triple check mechanism in place using three different people to verify the contents, rate and volume. The machine was not yet due for a re-calibration (required every 6 months). We believe there is a faulty mechanism that does not deliver the intended volume despite remaining fluid in the bag. In this case, the machine was set and verified at 138 ml for total volume to be infused. However, the machine only delivered 83 ml. This may not seem like much - but over the course of 12 chemo treatments - close to 16 hours or more of chemo will not be infused. We are reviewing all chemo patients for the past several months, looking at what the gemstar delivered versus what was ordered.